Event description:
It was reported that the left ventricular lead was explanted during a repositioning attempt due to insulation perforation that caused water to flow out of the lead during a flush. It was thought that the lead was knicked during venous stick. No patient complications were reported as a result of this event.